Event description:
It was reported there was an over infusion of d10/0.45 nacl. The newborn patient was receiving treatment in the pediatric intensive care unit due to an admission diagnosis of supraventricular tachycardia and was identified as a critically ill patient. Concurrently with the infusion of d10/0.45 nacl, the patient was also receiving infusions of esmolol and precedex. The d10/0.45 nacl was intended to infuse at a rate of 7ml/hour from a 500ml medication bag. However, the patient received 297ml of d10/0.45 nacl within 45 minutes. The event occurred between 2100-2145. Two (2) hours after the event, the patient's blood glucose was measured to be 68.5mg/dl and sodium levels were measured to be 125meq/l. Following the event, the patient received additional monitoring, insulin administration and treatment to mitigate their fluid load. At the time of reporting, the patient's blood glucose had "normalized". A copy of the health canada report was received, which states, "at approx. 2100, patient received approximately 297ml of d10.45 via a large infusion IV pump over 45 minutes. The pump was programmed at 7ml/hr. The patient had a blood glucose of 68.5 at approx. 2300 and the following gas: ¿ ph venous 7.25 ¿ pco2 venous 39 ¿ po2 venous 54 ¿ hco3 venous calculated 17 ¿ o2 saturation venous 87 ¿ base excess venous- 9.8 ¿ na125 ¿ k 3.8 ¿ cl102 ¿ anion gap arterial 6 ¿ calcium ionized 1.16 ¿ glucose random >47.0 ¿ lactate (wb) 3.8 the neonates blood glucose returned within normal limits by 0300. The neonate continues to struggle with the excess fluid it received. After the incident the IV pump, channel and tubing were secured and brought to clinical engineering for testing. No issues were found with any of the devices involved. The pump log was also examined and confirmed that the IV rate was programmed at 7ml/hr as ordered". Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported during site visit the following information: initial blood glucose: unreadable immediately after the event. Urine levels matched clinically to the over infusion event. Intervention: the patient required additional monitoring and insulin administration. Blood glucose (3:00 am): normalized. Sodium: trending towards normal. Urine samples (3 days post-event): still trending towards normal. The patient has since been discharged. Biomed: tested the devices involved in the d10 over infusion and could not find any way to duplicate the 297ml volume over infusion in 45 minutes when the devices were programed at 7ml/hr. The devices and the tubing involved will be returned.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of over infusion of d10/0.45 nacl was not able to be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened the initial infusion programming of d10w/0.45%naci, (drug ID 66) was confirmed on (B)(6) 2025 at 9:04 pm. The rate was confirmed to be 7 ml/h and the vtbi was 500 ml. The unit was channeled off at 10:28 pm and removed at 10:46 pm. The system was powered off at 11:43 pm. The total volume infused (tvi) was recorded at 12.103 ml. No other infusions were recorded for the suspect pump module. It was noted that the suspect pump module had been in active use since 8:13 pm, with no issues or malfunctions reported. The unit was channeled off at 10:28 pm and removed at 10:46 pm. The system was powered off at 11:43 pm. The total volume infused (tvi) was recorded at 12.103 ml. No other infusions were recorded for the suspect pump module. Review of the pcu error log showed there was no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. Root cause the root cause for the report of an over infusion of d10/0.45 nacl was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was an over infusion of d10/0.45 nacl. The newborn patient was receiving treatment in the pediatric intensive care unit due to an admission diagnosis of supraventricular tachycardia and was identified as a critically ill patient. Concurrently with the infusion of d10/0.45 nacl, the patient was also receiving infusions of esmolol and precedex. The d10/0.45 nacl was intended to infuse at a rate of 7ml/hour from a 500ml medication bag. However, the patient received 297ml of d10/0.45 nacl within 45 minutes. The event occurred between 2100-2145. Two (2) hours after the event, the patient's blood glucose was measured to be 68.5mg/dl and sodium levels were measured to be 125meq/l. Following the event, the patient received additional monitoring, insulin administration and treatment to mitigate their fluid load. At the time of reporting, the patient's blood glucose had "normalized". A copy of the health canada report was received, which states, "at approx. 2100, patient received approximately 297ml of d10.45 via a large infusion IV pump over 45 minutes. The pump was programmed at 7ml/hr. The patient had a blood glucose of 68.5 at approx. 2300 and the following gas: ph venous 7.25, pco2 venous 39, po2 venous 54, hco3 venous calculated 17, o2 saturation venous 87, base excess venous- 9.8, na125, k 3.8, cl102, anion gap arterial 6, \calcium ionized 1.16, glucose random >47.0, and lactate (wb) 3.8. The neonates blood glucose returned within normal limits by 0300. The neonate continues to struggle with the excess fluid it received. After the incident the IV pump, channel and tubing were secured and brought to clinical engineering for testing. No issues were found with any of the devices involved. The pump log was also examined and confirmed that the IV rate was programmed at 7ml/hr as ordered". Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported during site visit the following information: initial blood glucose: unreadable immediately after the event. Urine levels matched clinically to the over infusion event. Intervention: the patient required additional monitoring and insulin administration. Blood glucose (3:00 am): normalized. Sodium: trending towards normal. Urine samples (3 days post-event): still trending towards normal. The patient has since been discharged. Biomed: tested the devices involved in the d10 over infusion and could not find any way to duplicate the 297ml volume over infusion in 45 minutes when the devices were programed at 7ml/hr. The devices and the tubing involved will be returned.

Event description:
It was reported there was an over infusion of d10/0.45 nacl. The patient was receiving treatment in the pediatric intensive care unit due to an admission diagnosis of supraventricular tachycardia and was identified as a critically ill patient. Concurrently with the infusion of d10/0.45 nacl, the patient was also receiving infusions of esmolol and precedex. The d10/0.45 nacl was intended to infuse at a rate of 7ml/hour from a 500ml medication bag. However, the patient received 297ml of d10/0.45 nacl within 45 minutes. The event occurred between 2100-2145. Two (2) hours after the event, the patient's blood glucose was measured to be 68.5mg/dl and sodium levels were measured to be 125meq/l. Following the event, the patient received additional monitoring and treatment to mitigate their fluid load. At the time of reporting, the patient's blood glucose had "normalized".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.